Event description:
The customer reported the system would display iris too large and iris potentiometer errors during patient care cases. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, fluoro functions board, collimator, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.